Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the suprapubic catheter seemed to be clogged and the user tried to flush but that did not work. So the user changed the catheter. Almost another 3 catheters worked for a little, maybe for two weeks and then it would seem to be clogged again. This started happening more than once and more often. One day after the catheter got clogged, the user deflated the 5cc balloon and emptied the patient's bladder. The user noticed that the balloon was getting in the way of the drainage eyes and therefore blocking the urine from draining. This happened again in one morning and the user did the same thing by deflating the 5cc balloon and emptying the bladder.

Event description:
It was reported that the suprapubic catheter was clogged and the user tried to flush but did not work and changed the catheter. Almost another 3 catheters worked for two weeks and then it would seem to be clogged again. The event happening more than once and more often. One day after the catheter was clogged the user deflated the 5cc balloon and emptied the patients bladder. The user noticed that the balloon was getting in the way of the drainage eyes and therefore blocking the urine to drain. The user did the same thing by deflating the 5cc balloon and emptying the bladder.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to a user related (salt accumulation or blocked drainage lumen or no drainage eye). The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.